Event description:
Attempted deployment of 6fr percutaneous suture device. When suture needles were deployed, only one of the two needles properly deployed. Device would not retract out of artery. While re-attempting retraction, the device separated at the crimp ring. This necessitated surgical removal of the device. Upon removal and examination, one of the two needles was found to be outside the catheter system. Pt did fine and was discharged the following day.